Event description:
Additional information was received that, the device was reprogrammed but after reprogramming, functional under-sensing was noted. No additional intervention has been performed.

Event description:
Additional information was received that additional reprogramming was performed to resolve this event. The patient was stable.

Event description:
During a remote follow up, under-sensing and increased capture thresholds were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.